Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and a 2.5 x 23 mm xience v stent was deployed in the proximal rca. The patient died two months later. No additional event or patient information is available.